Event description:
The customer obtained a non-reproducible higher than expected vitros trop I es result (0.182 ng/ml vs. An expected result< 0.012 ng/ml ) from a single patient sample processed on the vitros 5600 system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected result was not reported out of the laboratory. The customer retested the affected patient sample due to patient history. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible higher than expected vitros trop I es result was obtained from a single patient sample processed on the vitros 5600 system. There was no evidence to suggest an instrument or reagent malfunction had occurred. The investigation determined that the sample in question was not processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. A definitive root cause could not be determined. However, a pre-analytical sample processing issue cannot be ruled out as a contributing factor.